Event description:
It was reported that the patient presented to the emergency room. There was pacing and sensing difficulty, and an apparent lead fracture. It was also noted that there was a visible dent in the ICD and appeared there was condensation inside the walls of the device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room. There was pacing and sensing difficulty, and an apparent lead fracture. It was also noted that there was a visible dent in the ICD and appeared there was condensation inside the walls of the device. Both the lead and device were explanted. No patient complications have been reported as a result of this event. A 3500a was received and further reported the patient alert sounded due to oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned for analysis. No anomalies were found. Other: it was reported that the patient presented to the emergency room. There was pacing and sensing difficulty, and an apparent lead fracture. It was also noted that there was a visible dent in the ICD and appeared there was condensation inside the walls of the device. Both the lead and device were explanted. No patient complications have been reported as a result of this event. A 3500a was received and further reported the patient alert sounded due to oversensing. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated.